Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the pacing, and sensing functions of the device were verified to be operating normally. It was indicated that the noise on the ra and rv channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that this pacemaker was an attempted implant. Upon hooking up another manufacture's right atrial (ra) lead and right ventricular (rv) lead, noise was seen on both leads. The physician saw blood in the header. The physician removed the leads from the header and wiped the device down. The leads were reconnected but noise was still present. The device was explanted and replaced. There were no adverse patient effects reported. The device has been returned for analysis.